Event description:
It was reported that the customer was hospitalized with a blood glucose of 830 mg/dl and diabetic ketoacidosis. The customer's symptom was vomiting. Troubleshooting was declined. It was stated that a specialist informed the customer's wife that the insulin pump was not working and that it was instructing to lock the resrevoir in place. It was explained to the customer's wife that in order for the insulin pump showing to lock the reservoir in place, it may be that it was in the rewind process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)